Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The delivery catheter with the line was received for analysis. Further information will be provided. (B)(4).

Event description:
On (B)(6) 2017, gore® viabahn® endoprostheses with heparin bioactive surface were intended to be used for an aorto-iliac occlusion. Reportedly, the patient was previously treated (unknown date) with kissing omnilink stents at the aortic bifurcation. Disease had progressed and the patient had an occlusion from a few cm distal to the renal arteries to both common iliac arteries. It was reported that during the procedure, a guide wire was passed from the right common femoral artery up the external iliac artery and through the occlusion to the patent aorta. Gentle balloon dilatation was performed without difficulties. The first gore® viabahn® endoprosthesis was placed proximal to the right internal iliac artery and successfully extended into the original omnilink. When the physician tried to place the second device(pah101002/13333383) as a proximal extender of the first one, 7cm deployed before the deployment line came under high tension. The physician moved the whole delivery system in both forward and reverse directions in an attempt to loosen the line. Slowly the gore® viabahn® endoprosthesis deployed but the line remained heavily fixed and could not be pulled out. It was suspected that the line may be caught on a strut of the omnilink stent. The delivery system was removed out of the patient leaving the line in situ. To provide some stability, the physician used the guide catheter and then pulled heavily on the line causing it to partially break and come loose. With more forceful pulling of the remaining line, the line was able to be freed from the patient. The device appeared intact and was post-dilated and a successful result was achieved for the procedure. It is not certain whether any of the deployment line remained in the patient.

Manufacturer narrative:
The deployment knob and deployment line were received with no endoprosthesis or delivery catheter. The engineering evaluation stated that there were two sections of deployment line measuring 49.5cm and 107.5cm. There was a 0.9cm section of deployment line connected to the deployment knob. The 49.5cm section of deployment line appeared frayed at both ends; the 107.5cm deployment line appeared frayed on one end. Based on the engineering evaluation performed, no manufacturing anomalies were identified.